Event description:
It was reported that during a lap rectum resection procedure, device did not function. Instrument did not function. Took a new instrument to complete the case. No consequences to the patient.

Manufacturer narrative:
H6: code: cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."